Event description:
Customer stated the head was drifting down.

Manufacturer narrative:
Tech checked hydraulic manifold; check ok; replaced CPR/e-trend valve, checked head for drift-head still drifting; replaced head down valve-checked operations ok; down valve repaired unit. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.